Event description:
Following the procedure while inserted the sidearm was noted to be detached from the cordis. The introducer was removed to prevent risk of air entry. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.